Event description:
Customer reports a total of 5 units overinfused: 1 unit containing 60ml of 20mg/ml morphine with 5mg/ml midazolam in dextrose overinfused over 88 hours. 1 unit containing 60ml of 20mg/ml of hydromorphine and 5mg/ lo haloperidol in dextrose overinfused over 98 hours. 1 unit containing 60ml of 40mg/ml hydromorphine in dextrose overinfused over 102 hours. 1 unit containing 64ml of 20mg/ml of hydromorphine with 5mg/ml of haloperidol in dextrose overinfused over 93 hours. 1 unit containing 64ml of 40mg/ml hydromorphine in dextrose overinfused over 102 hours. No pt injury or death reported as a result of reports.